Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and a system error 20602 (monitor motor stall) was observed. A simulated infusion was performed, and no alarms or issues were observed. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was observed. No additional information is available.